Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment measured approximately 0.526 was sticking out at the wrist. The cable may have broken under tensile loading. Other cables at the wrist were not damaged. An additional observation not reported by site was that the distal end of the instrument's main tube exhibited various scratch marks/abrasions with light material removal. The scratches were .152 - .214 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable an/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the tenaculum forceps instrument wires were broken and coming out at the wrist. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.